Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose unknown. Customer had symptom of high blood glucose; customer had vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was declined due to customer not feeling well.